Event description:
It was reported that during implant, the lead did not have good sensing values, and also had no threshold capture. The lead was tried with the analyzer as well with the same outcome. The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during implant, the lead did not have good sensing values, and also had no threshold capture. The lead was tried with the analyzer as well with the same outcome. The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned and analyzed. There were no anomalies found.